Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an elevated blood glucose (bg) level of 313mg/dl was experienced. A correction bolus via the pump was delivered to address their bg level. A system check was performed and air bubbles were observed. The customer performed a supply changed using the fill tubing feature to prime out any air bubbles. Insulin deliveries were successfully resumed after the supply change.